Event description:
The physician attempted to place a 3.5mm x 28mm biodivysio oc coronary stent in the mid-left anterior descending artery. The lesion was 80%, the vessel was not tortuous and there was moderate calcium. The lesion was predilatated with a 2.5mm x 20mm balloon. The stent was not able to be placed. It was reported that the physician had attempted to pull the stent delivery system through the guiding catheter, so the guiding catheter would not have to be replaced. The wire was still in place. The physician was unable to pull the stent delivery system through the guide catheter, so the stent delivery system and guide catheter were removed as one system. When the stent delivery system and guide catheter were out of the patient it was discovered that the stent was not on the stent delivery system. After much time under fluoroscopy, the stent was found in the iliac artery on the wire. The stent was retrieved with a snare and pulled through the sheath. Another manufacturer's stent was used to treat the lesion. There was no report of adverse patient effect.